Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was giving incorrect correction bolus recommendations. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer's insulin sensitivity is 30. The customer was getting a 7.2 unit recommendation for the 200 mg/dl blood glucose reading, and this would have brought them down into a dangerous level. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.